Event description:
It was reported that during the implant attempt the atrial port of the header block on the device had something "black" in it and it could not be removed nor could the lead be inserted all the way through the port. It was further reported that the attempted left ventricular lead would not cross to the posterior lateral branch and that the physician felt that a smaller lead tip was necessary to reach the target vessel. The device and lead were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found. (B)(4).